Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator had a blank display. The patient was removed from the ventilator and transferred to an alternate ventilator. The patient was not harmed or injured as a result of this reported incident. Covidien was not authorized to service/repair the device.